Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One swartz braided introducer guidewire was received for evaluation. The results of the investigation concluded the guidewire had multiple bends located proximal to the j-curve and also at the j-curve. There was no evidence of a guidewire fracture. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.

Event description:
During the procedure, when the guidewire was attempted to be removed from the patient, resistance was noted. When the guidewire was removed from the patient, it was noted to be fractured. The device was exchanged and the procedure was completed with no adverse consequences to the patient.